Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). The erroneous results were reported outside of the laboratory. (B)(6). The customer initially tested the sample on their e601 analyzer. The sample was provided for investigation, where it was tested on a cobas 8000 e 602 module (e602) and a cobas e 411 immunoassay analyzer (e411). The sample was also repeated on a siemens centaur analyzer. No adverse events were alleged to have occurred with the patient. The e601 analyzer used at the customer site was serial number (B)(4). The e602 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257824, with an expiration date of july 2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer. A specific root cause could not be determined based on the provided information. There was no remaining sample volume available for further investigation. A general reagent issue can most likely be excluded. A factor which interferes with one or more components of the assays of roche and/or siemens may be present in the samples of this patient.